Manufacturer narrative:
The pod was received not deployed. The download data shows that the pod was received in pod state 15 and delivered 0 pulses, indicating that the pod did not complete activation after being filled by the user. Inspection of the fluid path components confirmed that the pod was filled with the fill rod shorting both fill sensor springs. No damages or defects were present that would prevent the pod from completing activation and deploying the cannula as intended. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. The pod was reset, communicated with an unused pdm, delivered a 5u bolus, and deactivated with no issues. No communication errors occurred during rerun. The pod was able to successfully communicate with the master pdm throughout the investigation. The investigation found no damages or deficiencies that would result in a communication error. The cause of the reported communication errors could not be determined.

Event description:
The patient reported they wore the pod between 3 to 4 hours, when they encountered a communication error. When the pod was removed, the patient noticed the cannula was not visible. The patient reported their blood glucose levels began to rise, but they could not provide specific values. The pod site and treatment information was not provided.

Manufacturer narrative:
The device has been recieved, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 1.2.4. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: unspecified. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.